Event description:
It was reported that the pulse generator exhibited noise. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
Olympus became aware that a user facility was performing procedures with a modified maj-855 that did not contain a one-way valve. User facility personnel also indicated that they were not reprocessing the maj-855 auxiliary water tubes in accordance with the device instructions for use, as the devices were not reprocessed following each use. There were no reports of infections or other adverse impacts said to be associated with this event.